Event description:
It was reported by service report that there is a broken siderail. Patient right siderail lock housing had become separated from the litter. No patient involvement or adverse consequences are reported.